Manufacturer narrative:
Per the clinic, it was reported that in addition to the internal magnet being removed, the implant was also removed on (B)(6) 2016. This report is filed on (B)(6) 2016.

Manufacturer narrative:
This report is filed on november 28, 2016. (B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced pain with device use; subsequently the patient was placed under mac anaesthesia and underwent revision surgery on (B)(6) 2016 to remove the internal magnet.